Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: 576mg/dl to 215mgdl; 485mg/dl to 215mg/dl. Customer used two different containers of strips within these readings; unsure of which strips were used for which reading. (B)(4). No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.